Event description:
It was reported that a patient's blood glucose levels (bg) reached 270 mg/dl while wearing the pod between 1 and 4 hours on an unknown location. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received fully deployed. Investigation found no deficiencies that would contribute to the cause of reported communication error. The cause of the reported communication error could not be determined. Inspection of the device found the exposed portion of the soft cannula to be stretched and flattened. The cannula was observed to be out of specification. The downloaded data does not contain any alarm, timeouts or drive stalls that would indicate a failure to deliver insulin. The rerun data showed timeouts towards the beginning of the run. A fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched and flattened. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.